Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon reinforced with suture to complete the procedure. The hospital has reported no patient injury.